Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances of greater than 2000 ohms on the right ventricular (rv) lead. In addition, there was noise on the rv channel. The lead was then surgically abandoned and replaced. This pacemaker remains in service. No further testing was performed during the revision. No additional adverse patient effects were reported.